Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, specifications, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one ptax4-14-170-4-2 was returned for investigation. Biomatter was present throughout the device. The balloon was ruptured circumferentially. The proximal portion measured approximately 1.4cm from the proximal bond. The distal portion measured approximately 1.3cm from the distal bond. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer's instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿do not exceed rated burst pressure. 1 rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." With these reviews, cook has confirmed that sufficient controls are in place to address this failure mode. Based on the information provided and the examination of the returned product, investigation has concluded that this event cannot be traced to the device but instead lies with the patient¿s condition. Reportedly, heavy calcification and anatomy tortuosity were noted. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = k170193. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) year old male was undergoing repair of an abdominal aortic aneurysm utilizing a advance 14 lp low profile balloon catheter. During the procedure, the balloon was advanced just once to the heavily calcified lesion in the left ostial hypogastric. The patient's anatomy was tortuous and angled. The complaint balloon was inflated for twenty seconds using a cook inflation device and an unknown contrast in a 50/50 mix with saline. Upon the second inflation, the complaint balloon ruptured circumferentially at eight atmospheres. The balloon was removed through the sheath and a stent was placed as intended. According to the complainant, the balloon had not been inflated inside the stent prior to rupture. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.